Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included cervical intraepithelial neoplasia (loop electrosurgical excision procedure done in (B)(6) 2010) in (B)(6) 2010. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient experienced ecchymosis ("ecchymosis"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced abdominal pain lower ("heavy cramping"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)") and post procedural discomfort ("procedure done with a moderate amount of discomfort"). The patient was treated with ibuprofen and surgery (hysteroscopy, essure tubal plug removal, laparoscopy, bilateral tubal ligation with falope ring). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, ecchymosis and post procedural discomfort outcome was unknown, the abdominal pain lower was resolving, the menorrhagia had not resolved and the dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, ecchymosis, menorrhagia, pelvic pain, post procedural discomfort and vaginal haemorrhage to be related to essure. The reporter commented: patient appropriately sought treatment for her symptoms. Removal details: five or six coils on right, one or two coils on left. Diagnostic results: pap smear,cervical biopsy colposcopy in (B)(6) 2009: cervical intraepithelial neoplasia, high grade squamous intraepithelial lesion. Hysteroscopy findings: five or six coils on right, one or two coils on left. Devices removed without difficulty bilaterally and intact. Right tube near the insertion at the fundus of uterus had an approximately 1 cm ecchymotic area. Procedure: coil grasped on right and brought out intact. Findings: five or six coils on right, one or two coils on left. Devices removed without difficulty bilaterally and intact. Right tube near the insertion at the fundus of uterus had an approximately 1 cm ecchymotic area. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- outcome of menorrhagia updated to not recovered / not resolved incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included cervical intraepithelial neoplasia (loop electrosurgical excision procedure done in jan 2010) in january 2010. In january 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On 24-jan-2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On 2-feb-2011, the patient experienced ecchymosis ("ecchymosis"). In february 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced abdominal pain lower ("heavy cramping"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)") and post procedural discomfort ("procedure done with a moderate amount of discomfort"). The patient was treated with ibuprofen and surgery (hysteroscopy, essure tubal plug removal, laparoscopy, bilateral tubal ligation with falope ring). Essure was removed on 2-feb-2011. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and post procedural discomfort outcome was unknown, the abdominal pain lower was resolving, the menorrhagia had not resolved and the dysmenorrhoea and ecchymosis had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, ecchymosis, menorrhagia, pelvic pain, post procedural discomfort and vaginal haemorrhage to be related to essure. The reporter commented: patient appropriately sought treatment for her symptoms. Removal details: five or six coils on right, one or two coils on left. Diagnostic results: pap smear,cervical biopsy colposcopy in dec 2009: cervical intraepithelial neoplasia, high grade squamous intraepithelial lesion. Hysteroscopy findings: five or six coils on right, one or two coils on left. Devices removed without difficulty bilaterally and intact. Right tube near the insertion at the fundus of uterus had an approximately 1 cm ecchymotic area. Procedure: coil grasped on right and brought out intact.findings: five or six coils on right, one or two coils on left. Devices removed without difficulty bilaterally and intact. Right tube near the insertion at the fundus of uterus had an approximately 1 cm ecchymotic area. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Outcome of event ecchymosis was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included cervical intraepithelial neoplasia (loop electrosurgical excision procedure done in (B)(6) 2010) in (B)(6) 2010. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient experienced ecchymosis ("ecchymosis"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced abdominal pain lower ("heavy cramping"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)") and post procedural discomfort ("procedure done with a moderate amount of discomfort"). The patient was treated with ibuprofen and surgery (hysteroscopy, essure tubal plug removal, laparoscopy, bilateral tubal ligation with falope ring). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, ecchymosis and post procedural discomfort outcome was unknown, the abdominal pain lower was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, ecchymosis, menorrhagia, pelvic pain, post procedural discomfort and vaginal haemorrhage to be related to essure. The reporter commented: patient appropriately sought treatment for her symptoms. Removal details: five or six coils on right, one or two coils on left. Diagnostic results: pap smear,cervical biopsy colposcopy in (B)(6) 2009: cervical intraepithelial neoplasia, high grade squamous intraepithelial lesion. Hysteroscopy findings: five or six coils on right, one or two coils on left. Devices removed without difficulty bilaterally and intact. Right tube near the insertion at the fundus of uterus had an approximately 1 cm ecchymotic area. Procedure: coil grasped on right and brought out intact.findings: five or six coils on right, one or two coils on left. Devices removed without difficulty bilaterally and intact. Right tube near the insertion at the fundus of uterus had an approximately 1 cm ecchymotic area. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. Medically confirmed case. New reporters added. Patient demographic information and patient relevant history and lab data added.product indication updated. Events abnormal bleeding (menorrhagia), dysmenorrhea, ecchymosis, procedure done with a moderate amount of discomfort and essure confirmation test: no added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramping"), abdominal pain ("severe abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (patient underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient appropriately sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.